Event description:
It was reported that the preloaded intraocular lens (iol) injector presented a defect and did not perform its intended function, rendering the iol unusable. The iol haptic was detached. The patient is a 68 year old female and it was not affected. A replacement iol was implanted and the procedure went well. No further information was provided.

Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a: implant date: not applicable, as there is no indication that the lens was implanted. Section d6b: explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3: other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes device evaluation: no suspect product was received; however, photographs and video provided by the customer were evaluated. The photographs displayed the complaint handpiece and an additional handpiece which is not applicable to this complaint file. Two lenses were also observed in the photographs and video; however, it could not be determined which lens belongs to this complaint serial number; therefore, both lenses were evaluated. Both lenses were observed to be missing one haptic. Due to the photographs and video quality and no product received, no further issues could be observed and no further evaluation was performed. The complaint issue "haptic detached" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "damaged/broken" was not identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.